Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio reseated the flex cable at pcb-mounted jack connector, designator j2 on the system board, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that none of the device's buttons are functioning other than the on/off button. As a result, defibrillation therapy would be unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.